Event description:
Ous MDR - during device introduction the physician noted some resistance while advancing the balloon catheter into the guiding catheter. Simultaneous the catheter shaft fractured and snapped completely.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The complaint instrument was returned in two fragments. The hypotube has fractured about 46 cm distal to the kink protector. Microscopic analysis of the fracture sites showed the polymer outer cover plastically deformed. A laboratory simulation showed that the hypotube needs to be bent more than 160 degrees in order to be weakened enough to break when pulled straight and requires cyclic bending (about 20) at smaller angles for fracture. Review of the manufacturing history for the product detailed above verified that the instrument was manufactured according to specification and fulfilled all the requirements of in-process and final inspection. During final inspection and inner packaging every device is being visually inspected for kinks. The device was in accordance with the specifications at the time of the delivery. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.